Event description:
It was reported to boston scientific that a patient was having procedure to place a stent in the transverse colon. After some difficulties with passing a guidewire (hydrajagwire), the physician was able to deploy the prosthesis without difficulty.post-procedure radiology images were reported to show that the prosthesis was deployed normally. The patient was having good results after this procedure. In the meantime, the patient received chemotherapy. As of january 30th the patient experiences a strong pain in the belly. A radiology scanne showed a hole in the stent causing an air leak. The prosthesis is correctly positioned and the struts are not dissociated. The patient was prescribed antibiotics and the pain was reduced. Additional event details were received and the customer stated that in fact the hole was a picture mistake, due to numeric technology. They made new pictures and the prosthesis was perfectly normal. The patient status is good and the patient went home.

Manufacturer narrative:
The device has been disposed of by the user facility. An evaluation cannot be performed; therefore a failure analysis is not available. The reported event is a known and labeled potential complication. Product implanted.